Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use ¿ device discarded.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay test performed on (B)(6) 2023. Repeat testing was performed using different ID now instrument results unknown. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay test performed on (B)(6) 2023. Repeat testing was performed using different ID now instrument results unknown. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use ¿ device discarded.

Event description:
The customer reported an unknown number of unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2023. Per the customer, there was no impact to any patient results and no consequences to the patient. Although requested, no additional information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use ¿ device discarded.